Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that use of a lead introducer resulted in a display problem and prevented proper manipulation of the lead. The introducer was discarded. No patient complications have been reported as a result of this event.